Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that during a tissue removal procedure, the tissue trap "exploded." "Fluid was starting to come out of the tubing above the cover, but not the tissue." " some fell on the floor when opening the cover of the trap, some was in the sock and some at the bottom of the plastic casing." 90% of the tissue was able to be collected and sent to pathology.